Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
It was reported that a implantation of an impella cp could not be completed due to the patient's small arteries. An intra-aortic balloon pump was used instead. The patient survived.

Manufacturer narrative:
The investigation for the delivery issues has been completed. Clinical details state that the sheath would not advance into artery due to size and anatomy. 10 dilator was largest access. Impella pump was not opened. Insertion aborted. Based upon clinical details, the root cause of delivery issue is determined to be patient condition because the sheath would not advance into artery due to size and anatomy.